Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed and would not fire. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Evaluation summary: the analysis results for the el5ml instrument found that it was returned empty; therefore, no more clips could be fired. The lockout mechanism was fired through and the orange indicator was noted to be beyond its intended position. The jaws were disengaged from the cam thus they could not be closed as intended. The instrument was disassembled and the feed link was found to be broken, therefore, the advancer could not advance. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.